Manufacturer narrative:
Please refer to the attached report.

Event description:
The patient reportedly suffered from a sepsis (presence of staphylococcus aureaus) which led to the explantation of the subject device on (B)(6) 2017.

Manufacturer narrative:
Additional information: on (B)(6) 2017 it was reported that the device was explanted on (B)(6) 2017 for an upgrade implantation of a cardiac defibrillator. Sepsis was not the reason of the explantation. Device symptoms is corrected.

Event description:
The patient reportedly suffered from a sepsis (presence of staphylococcus aureaus) which led to the explantation of the subject device on (B)(6) 2017.

Event description:
The patient reportedly suffered from a sepsis (presence of (B)(6)) which led to the explantation of the subject device on (B)(6) 2017.